Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had no delivery alarm while customer was sleeping. Customer's blood glucose level was 350 mg/dl at the time of incident. Customer stated that insulin exited after performing 5 units fixed prime. Customer reported that the no delivery alarm occur during manual prime. It also stated insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No excessive no delivery alarm noted. Pump had cracked case at display window corner, reservoir tube lip, broken belt clip, minor scratched and cracked display window, and missing end cap sticker.